Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load process. The customer's blood glucose level was 160 mg/dl. The customer had an alternate pump available as alternate insulin therapy.